Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the insulin from a previous cartridge and not completing the air removal step. Tandem technical support educated the customer on the importance of not reusing insulin as well as completing the air removal step. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.